Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker recorded ventricular tachycardia (vt) episodes, and the health care professional (hcp) questioned if the episodes were true or due to noise. Technical services (ts) reviewed the episodes and noted that recent episodes appeared to be true vt; however, there were previous episodes with small signals on the right ventricular (rv) channel being oversensed and causing pacing inhibition of approximately 13 seconds. The patient was asymptomatic. Troubleshooting options were discussed with the hcp, and they noted the patient would be enrolled in remote monitoring. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker recorded ventricular tachycardia (vt) episodes, and the health care professional (hcp) questioned if the episodes were true or due to noise. Technical services (ts) reviewed the episodes and noted that recent episodes appeared to be true vt; however, there were previous episodes with small signals on the right ventricular (rv) channel being oversensed and causing pacing inhibition of approximately 13 seconds. The patient was asymptomatic. Troubleshooting options were discussed with the health care professional (hcp), and they noted the patient would be enrolled in remote monitoring. No adverse patient effects were reported. This device was explanted due to normal battery depletion. No additional adverse patient effects were reported.